Event description:
This event was reported as an explant from the tricuspid position due to a ventricular pacing leadwire having held down one of valve leaflets, causing adherence and incompetence; other leaflets exhibited stenosis; regurgitation and congestive heart failure were present. No further info was provided.